Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake, emergency medical services (ems)/ambulance/emergency room (ER) visit. The event involved product(s) mmt-342, mmt-431ag, mmt-7040b, mmt-1884. Customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. Troubleshooting was performed. The sensor glucose was¿ 124 mg/dl, and the blood glucose value was 52 mg/dl, the difference was 72mg/dl which was outside the acceptable range(greater than 30%). . It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040b. Mmt-1884 was requested and the customer response was the device will be returned.